Event description:
It was reported that pump displayed malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if any malfunction alarm appeared again, which customer acknowledged and understood.